Manufacturer narrative:
Lot number unknown / not provided

Event description:
It was reported by the doctor that the iunihg abutment screw fractured inside of the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. · biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. Complaint indicates implant fracture following screw fracture. The condition of the reported screw could not be verified with the information provided. The root cause could not be determined. The following sections were updated: date of this report, manufacturer, contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, evaluation codes.